Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
The patient underwent a cystoscopic d-j stent removal procedure. On (B)(6) 2025, the responsible nurse established an intravenous access line preoperatively as ordered. After successful puncture, leakage was discovered at the connection point between the y-shaped catheter hub and the needle of the closed-system IV catheter, rendering it unusable. An alternative catheter was immediately substituted, resulting in a second puncture injury to the patient.

Manufacturer narrative:
1. DHR/bhr review (lot#4171723): 1) the products of this batch were assembled at intima ii auto line 4 in jul 2024 and packaged at cfs package line in jul 2024. Work order quantity was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 2. The customer returned one photo but did not return the complaint unit. The photo shows that the defective sample is size 18g, but the specific location and condition of the leakage could not be identified from the photo. 3. A retained sample of this batch was taken for 45 psi leakage test, and no leakage was found in any part. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. The returned photo does not provide enough information to identify the specific location or condition of the leakage, and the complaint unit was also not received for inspection and analysis. Therefore, the root cause of the leakage cannot be determined. The plant will continue to monitor and follow up on this type of defect.

Event description:
No additional information is available.